Event description:
It is reported that a customer was assisted by paramedics on (B)(4) 2014 for a low blood glucose level of 20mg/dl. The customer's blood glucose at the time of the call was 107 mg/dl. The customer refused to go to the hospital. The customer stated that there were no significant events that could have led to the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).